Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-dec-2019. The most recent information was received on 05-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), musculoskeletal pain ("muscle and joint pain"), alopecia ("hair loss"), psoriasis ("psoriasis"), paraesthesia ("tingling"), palpitations ("heart palpitations"), headache ("severe headaches"), balance disorder ("loss of balance"), photopsia ("blurred vision or flashes from time to time") and vision blurred ("blurred vision or flashes from time to time"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, musculoskeletal pain, alopecia, psoriasis, paraesthesia, palpitations, headache, balance disorder, photopsia and vision blurred outcome was unknown. The reporter provided no causality assessment for alopecia, balance disorder, dysmenorrhoea, headache, menorrhagia, musculoskeletal pain, palpitations, paraesthesia, photopsia, psoriasis and vision blurred with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), musculoskeletal pain ("muscle and joint pain"), alopecia ("hair loss"), psoriasis ("psoriasis"), paraesthesia ("tingling"), palpitations ("heart palpitations"), headache ("severe headaches"), balance disorder ("loss of balance"), photopsia ("blurred vision or flashes from time to time") and vision blurred ("blurred vision or flashes from time to time"). At the time of the report, the menorrhagia, dysmenorrhoea, musculoskeletal pain, alopecia, psoriasis, paraesthesia, palpitations, headache, balance disorder, photopsia and vision blurred outcome was unknown. The reporter provided no causality assessment for alopecia, balance disorder, dysmenorrhoea, headache, menorrhagia, musculoskeletal pain, palpitations, paraesthesia, photopsia, psoriasis and vision blurred with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.